Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with several high, out of range pacing impedance values. The patient declined a lead revision so the device was programmed to right ventricular stimulation only. The patient was stable.